Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was investigated. Visual inspection found the cable covers were damaged. The module failed functional testing. Module loses connection to the sensor and was unable to obtain measurements when the cable was twisted and moved around. X-ray image showed damages to the cable near the ch connector. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported the device stopped working suddenly. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device stopped working suddenly. No patient impact or consequences were reported.